Event description:
Pt had an anomalous takeoff of the right coronary artery coming off anteriorly. Following angioplasty attempt was made to place a stent into the vessel; however, the stent dislodged at the ostium of the right coronary artery. There appeared to be a lot of resistance going into the rca, while attempting to pull this back en bloc out of the body, the stent dislodged off of the balloon and was seen at this distal tip of the guiding catheter. Fluoroscopy was used and the stent was retrieved in one piece by pulling the guider back en bloc using a snare to make sure that the stent stayed at the tip of the guider.